Event description:
Event occurred 3 months post injection. Event further described as "implant corrected to define jawline." Mild hematoma was noted at cannula access point on the right side. Treatment was provided as ice, augmentin 4mg/day and bentelan provided one month after symptom onset. Ciproxin and deltacortene provided the following month. Symptoms resolved 3 months after symptom apparition after "intermittent inflammatory cycles."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports patient injections to lower third of face; specifically, 1 ml juvéderm® volux¿ in jw4, jw5 and 1.0 ml juvéderm¿ voluma¿ with lidocaine in c1, c2. 4 months later, physician noticed swelling at the cannula entry point on both sides, but mainly the right side. Physician "supposed an inflammation" and prescribed cortisone treatment (bentelan) and antiedemigena. Event resolved. On check-up, the patient reported that they experienced a ¿nodule¿, which appears periodically and suspected ¿bacterial infection¿. Physician provided augmentin for 14 days for a suspected bacterial infection. 12 days later, 14 day course of ciproxin and deltacortene provided. Approximately a week and half later, an additional 14 days of ciproxin and deltacortene were prescribed. 3 months later, no inflammation or pain reported by the patient, but little nodule was present. Ultrasound completed 6 days later showing "residual hyaluronic acid, both sides" corresponding to cannula entry points from juvéderm® treatment 9 months prior. Patient then was treated with hyaluronidase (50 u per side). Hcp stated they found a significant improvement in the area affected by small accumulations of hyaluronic acid on both the right and left sides of the face.